Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the was hospitalized due to high blood glucose. The customer¿s current blood glucose was 410 mg/dl and at the time of incident. Customer also stated that their blood glucose level was 400 mg/dl at yesterday. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.